Event description:
The account reported the wheel will roll after the brake is set if you push on the stretcher. The stretcher was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Three attempts were made to contact the account for resolution with no feedback given. Based on this information, no further action is required.